Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a blood sample result typed as "c negative" on the pk7300 automated microplate system. The blood donor had previously tested as "c positive" by an alternate instrument in 2009. The erroneous result was reported outside the laboratory but a corrected report was amended, which was typed manually as "c positive." No patients were harmed in this incident. Customer technical support (cts) confirmed that the donor unit was not transfused for the purpose of filling an order for "c negative" blood.

Manufacturer narrative:
The alternate instrument's image analysis measurements (iam) was suggestive of a weak reaction as the spc is near the threshold low setting. Following the conclusion of the investigation bci was informed by the customer technical support (cts) that the donor unit was typed manually as c positive. A review of all bci complaint records, in relevance to this event, did not reveal any other reports of false negative results. No evidence of analyzer malfunction was observed in test data provided. The root cause for this event is undetermined.